Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient experienced a jolting sensation and loss of stimulation when she was plugging the laptop into the outlet. It was also noted that the remote control had difficulty communicating with the ipg and that the battery started to deplete faster following the incident. Database analysis revealed that the battery discharge and charge profiles were revealed no anomalies. The device appeared to be working as expected. The patient will undergo a revision.

Event description:
A report was received that the patient experienced a jolting sensation and loss of stimulation when she was plugging the laptop into the outlet. It was also noted that the remote control had difficulty communicating with the ipg and that the battery started to deplete faster following the incident. Database analysis revealed that the battery discharge and charge profiles were revealed no anomalies. The device appeared to be working as expected. The patient will undergo a revision.

Event description:
A report was received that the patient experienced a jolting sensation and loss of stimulation when she was plugging the laptop into the outlet. It was also noted that the remote control had difficulty communicating with the ipg and that the battery started to deplete faster following the incident. Database analysis revealed that the battery discharge and charge profiles were revealed no anomalies. The device appeared to be working as expected. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the patient underwent a replacement procedure for the ipg and lead. It was the patient who wanted to have a new ipg due to suspected issues. The explanted lead had several high impedances. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was received that the reason of revision was that the patient was requesting for a new ipg.